Event description:
The hospital reported that during a coronary artery bypass graft surgery, three heartstring seals did not load properly. The seals stayed inside the loading device when staff removed the delivery device. A replacement device was used to complete the procedure. No patient complications were reported by the hospital. The report is for the second seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was not properly positioned inside the loader. The seal stuck behind the housing and the tension spring remained inside the loader. The plunger had been depressed and the delivery device was not attached to the loader device. The reported failure was confirmed.